Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two to three bd safetyglide needles were leaking.

Manufacturer narrative:
Investigation: a syringe with safetyglide needle attached was received. The syringe was filled part way with a clear liquid. The sample was not further evaluated due to contamination and potential risk. The product is a needle-only product. The sample was forwarded to needle manufacturing plant for evaluation. One sample was received. It came in a ziploc plastic bag and connected to a syringe. The plastic shield has in the inner wall residues of blood, the plastic shield was removed showing the tip of the needle also residues of blood, the needle assembly was carefully removed from the syringe and connected to a 10ml saline syringe, a functional test was performed expelling all the saline solution. No leakage was observed. After the test the sample was disposed since it is contaminated. Probable root cause:can¿t be confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that two to three bd¿ safetyglide needles were leaking.